Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during trepanation of the skull it was observed that while making the first hole in the skull, the trephine device would not stop turning and the trepan head disconnected from the compact speed reducer device and the motor device and became stuck in the patient¿s head. It was further reported that the motor device did not disengage. It was reported that the device reached the dura matter which caused major bleeding. It was reported that there was greater than a 30-minute delay in the procedure due to the event. There was patient involvement reported. It was reported that the procedure was completed by removing the trephine head manually. It was further reported that the patient was treated with a blood transfusion. The patient's status is unknown. Multiple attempts were made to obtain additional information. No additional information was provided regarding the patient outcome. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upon further investigation it was noted that two craniotome devices and two attachment devices were used in the procedure. There was no report of a reportable malfunction with these concomitant products. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: please note that the incorrect date of manufacture (dom) (april 12, 2012) was inadvertently entered into the initial report. Upon further investigation the correct dom (september 2, 2009) has been identified as the correct date and has been corrected. Device evaluation: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the trepan head was disconnected from the compact speed reducer could not be confirmed. An assessment was performed and the device met all operational specifications, except for a cut in the cord of the device. During device evaluation, the actual compact speed reducer device and the motor device were functionally tested with a codman perforator device, performing five (5) perforations. In each of the perforations, it was observed that the perforator successfully declutched (stopped spinning) when the inner burr penetrated the underlying surface. It was further observed that the perforator was successfully removed from the wood media after each perforation by pulling on the speed reducer device. Therefore, the reported condition was not duplicated or confirmed. However, during evaluation it was observed that the cord on the motor device was cut with wires exposed. It was determined that the cut in cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The assignable root cause of this condition was determined to be component damage caused by user error. A service history review was completed; the review indicated the device has been serviced one time in the last year. The review indicates there were no abnormalities or non-conformances identified. The device has been serviced one times within the last year for the same issue of cut in cord. Both of these issues with a hole in the cord is due to user error and not due to manufacturing or design and no further investigation is needed at this time. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI - (B)(4).